Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a site/set/cart (luer lock leak) issue. The reporter stated that the tubing from the infusion set came undone from the cartridge and resulted in her blood glucose (bg) being 488 mg/dl. The reported bg excursion does not meet criteria for a serious injury. The reporter stated that there was no damage to the cartridge or the tubing and that they were able to tighten the luer lock connection during troubleshooting. This complaint is being reported based on the allegation that the cartridge and tubing would not remain connected at the luer connection.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.